Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2dcqz, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence.. It was reported that the doctor suspected infection in the temporary pocket site. Doctor examined the pocket and felt it was infected. The lead was removed. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.